Event description:
It was reported that during a surgical procedure at the user facility the device overheated during an extraction of third molars. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.